Manufacturer narrative:
Medtronic notifies you of this event upon becoming aware of it, even though the event may have occurred prior to that date. Please be informed that this information is collected via one hospital clinical service (this is not a clinical study). Medtronic is not the owner of the data, and does not have access to information that the site has not entered into the one hospital clinical service database.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following implant of an evolut fx valve, moderate paravalvular leak was noted "towards the septum". The patient was discharged home approximately one month following the valve implant procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.